Manufacturer narrative:
Date rec'd by MFR 30aug2019. Date of report 20sep2019. The manufacturer's remote service technician performed troubleshooting with the customer. The technician recommended that the customer swap out the battery and repeat the testing. If the unit still fails, it was recommended that the customer replace the power supply. The customer reported replacing a part and the issue was resolved. It is believed the customer replaced the power supply; however, this could not be confirmed. No parts were returned to failure investigation; therefore, the root cause of the reported issue could not be determined submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 10july2019. A follow up report will be submitted once the evaluation is complete.

Event description:
It was reported that the unit failed performance testing. There was no patient involvement.